Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace main print circuit board, heat exchanger, and filter holder.

Event description:
It was reported that the device had faulty microswitches, heater exchange and filter blocks. No patient injury was reported.